Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was receiving ineffective stimulation. Diagnostics revealed high impedance values for the scs lead. An sjm representative was unable to resolve the issue with reprogramming as effective stimulation could not be achieved in the left side of the patient's pain pattern. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient underwent surgical intervention on (B)(6) 2016 during which the scs lead was explanted and replaced and the patient received an additional scs system. Effective stimulation was restored following the surgical intervention. The scs ipg was also electively explanted and replaced. There were no allegations against the device.